Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05563. It was reported that the patient experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of one lead. Reprogramming did not resolve the issue. Surgical intervention may occur to address the issue. It is unknown which lead has high impedance so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Additional information was received that surgery occurred on (B)(6) 2021 to revise the thoracic lead(s) to address the issue. The nature of the revision is unknown.